Event description:
Customer's father reported hospitalization due to high blood glucose levels. Customer's blood glucose reading at the time of the hospitalization was 666 mg/dl. Customer stated that they removed the mio infusion set and noticed that the cannula was bent and that they were not receiving insulin. Customer reported symptoms of weakness, thirst, and increased urination. Customer was treated with IV drips and a manual injection at the hospital. Customer also stated that the patient experienced low blood glucose levels of 37 mg/dl at the hospital and was treated with juice. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.